Event description:
It was reported that during a left ventricular capture test noise was observed on the egms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.